Event description:
Initial complaint: "water leak in gantry at target flow sensor shorted out coil of g55-k1 relay for steering current reversal circuit, and relay remained in de-energized state. This caused steering polarity for electron energies to be applied with 6mv x-ray programmed, and beam output was substantially affected during treatments. Number (#2) treatment time interlock was asserted at near end of treatments. Flatness & symmetry interlocks did not trip, due to original machine fwi & swi window settings of 8.9 & 5.0." This problem occurred during patient treatment, but the initial complaint does not indicate harm to patient. This matter is currently being investigated, along with root cause and appropriate corrective action. A risk analysis is also going to be conducted to determine potential harm to patient and operator. This fault is currently being investigated and an update to the agency will be made once further information has been obtained.